Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that patient experienced pain, discomfort, and inflammation in thigh and groin. Patient also experienced elevated metal ion levels. Update: (B)(6) 2012 - medical records received. Part/lot was provided. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. Update rec'd (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. The cup is now being added to the complaint. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and metal wear. Added stem due to alleged elevated metal ions. Updated patient harm. Added expiration date of the head and liner, revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.